Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2022-04063. It was reported that x-rays indicated that the lead is fractured, where the anchor ends. Lead diagnostic showed that there were high impedances on all contacts and stimulation was subsequently lost. It was noted that patient has a highly active lifestyle. Surgical intervention may be considered at a future date.